Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not reported per clinical lead: "pt s/p coloplast titan on (B)(6) 2020. Developed an ipp infection & underwent a salvage on (B)(6) 2020 with a genesis malleable. This (ipp) device was removed/replaced with the malleable noted above. Device known to be a titan. No item or lot #.